Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional/corrected information: d9, h3: per the customer, the device has been discarded and will not be returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, d4, h4. Summary of event: as reported, during an ablation for atrial flutter via a radial artery approach, the tip of a flexor high-flex ansel guiding sheath separated. The sheath was placed in the radial artery; however, the device could not be used because the artery was calcified. Upon removal of the sheath, the tip broke in the radial artery. The interventional cardiologist attempted to remove the separated fragment with another physician and lasso; however, this was not successful. A surgeon from another facility then intervened and surgically opened the radial artery and retrieve the separated tip. Per the reporter, hospitalization was prolonged, the patient was monitored, the access route was lost, and the patient has a fifteen-centimeter scar. Additional information was received 06oct2025. The access site was not scarred. Per the reporter, the sheath was not difficult to advance. The patient did not experience arterial spasms. The user could not provide details of the minimum inner diameter of the patient's radial artery. The dilator was not reinserted upon attempted removal of the sheath. The separated tip was removed surgically during the original ablation procedure. The user could not provide the lot number to cook. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. Although the customer did not provide the lot number to cook, a search of sales determined the lot. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for the final or sub-assembly lots. The product IFU warns that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy and procedural issues contributed to this event. The anatomy was calcified, and the user did not reinsert the dilator prior to sheath removal, as suggested in the IFU. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 06oct2025. The access site was not scarred. Per the reporter, the sheath was not difficult to advance. The patient did not experience arterial spasms. The user could not provide details of the minimum inner diameter of the patient's radial artery. The dilator was not reinserted upon attempted removal of the sheath. The separated tip was removed surgically during the original ablation procedure. The user could not provide the lot number to cook.

Manufacturer narrative:
E1: address: (B)(6). Phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an ablation for atrial flutter via a radial artery approach, the tip of a flexor high-flex ansel guiding sheath separated. The sheath was placed in the radial artery; however, the device could not be used because the artery was calcified. Upon removal of the sheath, the tip broke in the radial artery. The interventional cardiologist attempted to remove the separated fragment with another physician and lasso; however, this was not successful. A surgeon from another facility then intervened and surgically opened the radial artery and retrieve the separated tip. Per the reporter, hospitalization was prolonged, the patient was monitored, the access route was lost, and the patient has a fifteen-centimeter scar. Additional information has been requested.